Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown.

Event description:
A healthcare professional reported receiving erratic readings on an adc blood glucose monitor. Caller reported receiving readings of 25 mg/dl and 95 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip sample from the same lot reported by the customer 4550166060 were tested with control solution instead. All result were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A healthcare professional reported receiving erratic readings on an adc blood glucose monitor. Caller reported receiving readings of 25 mg/dl and 95 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant.